Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide. Book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, an o-ring was identified on the pneumatic tap. The customer changed the pump supplies to address the issue. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin and pulling cartridge air several times. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin, and pulling cartridge air several times, is off label per the user guide. Customer¿s blood glucose (bg) level was 137- 479 mg/dl. The customer continued to use the pump for insulin therapy.